Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported the consumer met with the manufacturer¿s representative (rep) because starting a week ago the implantable neurostimulator (ins) wouldn¿t turn on. No further complications were anticipated.